Manufacturer narrative:
Concomitant medical products: 6937a-35 lead, implanted: (B)(6) 2013; ddmb1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high undefined impedance as measured by the device versus high impedance when measured through the analyzer after a device change out. The rv lead alerted for impedance out of range post operation when configured in the bipolar configuration. The alert was turned off. A week after the device was changed out, the patient received inappropriate therapy due to oversensing of noise on the right ventricular (rv) lead. The lead was found to have a confirmed fracture. A magnet was applied to the device to inhibit therapy. The patient was admitted to the hospital where the patient was monitored with back up therapy. The lead was programmed off. The lead was capped and a new lead was implanted. No further patient complications have been reported as a result of this event.